Event description:
After initiating novasure ablation the novasure stopped working and said vacuum error. Called hologic and instructed to open new novasure case completed without further issues. Manufacturer response for novasure suresound, novasure suresound (per site reporter). Manufacturer provided rga# and packaging for product return evaluation.